Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5076269/5075799, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having an infection at the midline and pocket incision site. Symptoms of redness, swelling, fever and chills were noted. It was also reported that the cause of infection was unknown and nothing happened during the procedure. The patient underwent an explant procedure.